Manufacturer narrative:
No product was returned to riverpoint for investigation. A drh investigation was performed and no issues were noted. Product met all requirements prior to release. [(B)(4)].

Event description:
According to the reporter, "during open septorhinoplasty, the needle was broke at the last step of wound closure. No needle part was remained in the patient's body. A new suture was used to complete the closure. There was no patient injury".